Event description:
Healthcare professional (hcp) reported potential patient that may have an allergic or inflammatory response to treatment using juvéderm voluma® xc . Hcp later reported that 9 days after the injection the patient experienced red, erythematous, and induration. The patient went to urgent care before reaching out to treating provider and were prescribed keflex. The area settled down but was still indurated after finishing a course of treatment. Approximately 3-4 weeks later, the patient experienced the area getting inflamed and red again. The treating provider prescribed doxycycline which helped the area resolve. The hcp prescribed steroids however the patient declined. The patient was also experiencing a non-device related uti around the same time that the area was inflamed again. Status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.